Event description:
It was reported that the septums of 2 bd pegasus¿ safety closed IV catheter systems were found discolored before opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the septum was discolored before opening the package".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 8/31/2021. H6: investigation: a device history review was conducted for lot number 9141608. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility has been reviewed by our team of quality engineers. They noted that the septum of the qsyte had experienced mild yellowing. The issue has been confirmed. A review of the retained samples was not able to produce any additional instances of discoloration of the septum, and a review of the sterilization and storage conditions in the plant provided no evidence of sufficient variation to generate discoloration of the septum. The most likely root cause for this event could not be confirmed based on the available evidence however environmental conditions during transportation or storage after distribution remain the most likely candidates.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septums of 2 bd pegasus¿ safety closed IV catheter systems were found discolored before opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the septum was discolored before opening the package".